Manufacturer narrative:
Investigation summary: a photo was received and analyzed by our quality team. The syringe in picture shows droplets inside of what appears to be an unused syringe. The "black residue" is not recognized from photo but the most likely explanation is that it is a reflection off of the medical grade silicone lubricant that is intentionally added to syringes to allow plunger to move freely in the barrel. If this is the case- this device has been properly assembled. The complaint has been verified from photo alone but the root cause remains unknown without further information like a physical sample for investigation.

Event description:
Material# 301029. Batch# 2224515. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Black residue noticed inside the syringe. Item -301029. Lot - 2224515.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.